Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: a 7f sheath was returned within a plastic bag. The sheath brite tip was noted to be detached from the cannula, approximately 0.5 cm proximal to the distal tip. The proximal end of the sheath was noted to be cut off from the cannula. The cannula exhibited evidence of cold shaping. It appears that some force, such as bending/pulling was exerted on the brite tip material, thereby causing the brite tip material to crack. Cordis has initiated a complete product redesign. A lot history review revealed that this is the first complaint of this nature that has been received for the products from this sterile lot number.

Event description:
Event:the tip separated.